Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer presented with an error message on startup of the analyzer, stating that the programmer lost communication with the analyzer. The issue would not resolve with a restart of the programmer; a different analyzer was used for the case, which resolved the issue. After the case, the initial analyzer was able to be re-seated in the programmer; there were no issues thereafter. The analyzer remains in use. There was no patient involvement.